Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-03258. It was reported that the patient's implanted lead had migrated. Surgical intervention was performed on (B)(6) 2019 where the lead was moved back into the correct place, resolving the issue. It is unknown which lead migrated therefore both are being reported.